Manufacturer narrative:
The subject device was in returned process at present. Omsc received the picture of the subject device and confirmed that the probe broke down near the distal end. The mfg history was reviewed, with no irregularities noted. The instruction manual of sonosurg scissors already warns that "do not activate ultrasonic output while twisting the insertion section to grasp hard or thick tissues or while turning the rotatable knob. The probe could contact internal parts and become damaged." This report is one of the five reports. Please ref 8010047-2014-00144, 8010047-2014-00145, 8010047-2014-00147 and 8010047-2014-00148. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that the probe tips of five t3905 broken and fell into the pts during hysterectomy. The facility reported the tip broken occurred during five hysterectomy procedures from (B)(6) to (B)(6). The broken tips reportedly retrieved by uncertain forceps and the procedure were completed using other device. There was no report of pt injury regarding this event.